Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they were hospitalized due to high blood glucose as well as diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 351 mg/dl. 332 mg/dl and 369 mg/dl respectively. The customer did not provide details regarding symptoms of their high blood glucose episodes. The customer was treated with intravenous fluid, insulin shot and insulin drip. Troubleshooting was performed for high blood glucose level. The device will not be returned for analysis.